Manufacturer narrative:
The MFR's service rep performed an on site investigation, and was unable to duplicate the reported problem. The lift drive and brakes were checked. The system was tested and is operating as intended.

Event description:
The customer reported that the vertical lift column would not work on the 9800 system. No pt injury was reported.